Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A canada home patient (hp) contacted baxter's (B)(4) regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during prime. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated the alarm repeated immediately. The hp further stated that she had started over with a new cassette but used the same bags. The tsr advised the hp to start over with new bags and a new cassette. The tsr further advised of proper set up procedure. There was no patient injury or medical intervention associated with this event.